Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months (calculated from the date when the system controller was issued to the patient.) The system controller was returned for evaluation. During review of the log file, it was noted that the second to the last event in the log file (on 09/04/2015), the pump speed dropped below the low speed limit of 8000 rpm to 4520 rpm. In the last event, which was 1 second later, the pump speed was recorded at 0 rpm, while the patient was connected to the power module, and then the system controller entered backup mode. It was noted that the driveline disconnect flag was not active during that event. The system controller does not write to the log file when it is in backup mode. Upon entering backup mode the system controller will alarm with a replace controller - controller fault message, which is consistent with the reported event. It was also noted that the power was not elevated throughout the log file and ranged from 3.7 to 6.4 watts. The system controller was functionally tested and the controller fault alarm could not be reproduced. The system controller functioned as intended during the analysis, and the root cause of the pump stop and the system controller entering backup mode could not be conclusively determined. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient called the health professional and stated that a system fault alarm occurred approximately 2:30 am, and the patient was instructed to exchange the system controller. Since the patient's aortic valve was over sewn, and was experiencing shortness of breath, the patient went to the local ER for help. The cardiovascular intensive care unit nurse exchanged the patient's system controller. On (B)(6) 2015, during the investigation an unexplained pump stop was noted in the log while the driveline disconnect flag was not active.